Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 420 mg/dl at the time of incident and the current blood glucose was 368 mg/dl. Customer alleged pump was under delivering. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer stated the insulin pump did not give off any alarm at all. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump will be returned for analysis. Frn-unk-rsvr,unomed inf set.